Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified de novo left anterior descending artery (lad) that is 100% stenosed. The patient presented with severe chest pain and an angiogram revealed a fully occluded mid lad. The lesion was pre-dilated with an unspecifed semi complaint balloon and the 3.5x33mm xience xpedition was deployed at 16 atmospheres. Fluoroscopy after stenting revealed a dissection at the distal end of the stent. The dissection was covered using another xience xpedition. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.